Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient came into the operating room to drain a hematoma. During the revision the physician decided to reposition the right atrial (ra) lead based on x-ray imaging. The ra did not show any abnormal measurements. No additional adverse patient effects were reported.